Event description:
It was reported that the customer received an altitude alarm while exercising. Customer removed and reinstalled the cartridge; however, there was a temporary delay in the clearing of the alarm. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.